Event description:
1/5/2024 - patient has a stuck capsule for a month and will have it surgically removed. He called requesting to have the capsule as a ""souvenir"" after it isextracted and the data has been downloaded. Frm-0089b capsule incident questionaire was sent to obtain further information about this case,1/17/2024 - filled frm-0089 was received indicating that the patient had crohn's disease and he was made aware of the risks before the ingestion.1/22/2024 - the capsule arrived at the download center and the video was successfully uploaded into capsocloud.1/25/2024 - the capsule was requested form the download center and it arrived at capsovision, from where it was shipped back to the patient as requested via phone call. The tracking number for the package was the following: 7224-8482-9204

Manufacturer narrative:
(B)(6)2024 - patient has a stuck capsule for a month and will have it surgically removed. He called requesting to have the capsule as a ""souvenir"" after it isextracted and the data has been downloaded. Frm-0089b capsule incident questionaire was sent to obtain further information about this case, (B)(6)2024 - filled frm-0089 was received indicating that the patient had crohn's disease and he was made aware of the risks before the ingestion. (B)(6)/2024 - the capsule arrived at the download center and the video was successfully uploaded into capsocloud. (B)(6)2024 - the capsule was requested form the download center and it arrived at capsovision, from where it was shipped back to the patient as requested via phone call. The tracking number for the package was the following: (B)(4).